Event description:
The customer contact reported air in the tubing distal to the pump. The pump was programmed in the piggyback mode, to deliver an unspecified chemotherapy medication, and the delivery was started. No specific programming parameters were provided. It was reported that when the delivery was complete, the pump sounded an unspecified alarm. At this time, the nurse noted that there was approx 21 cm of air in the tubing distal to the pump. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.